Manufacturer narrative:
The manufacturing lot number was not provide and the device was not returned therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. No requests were made due to the lack of patient information. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
An event reported from a journal article (annals of vascular surgery) noted an afx2 abdominal stent graft implanted to treat an abdominal aortic aneurysm. The one (1) and six (6) month follow-up ctas revealed stable aneurysmal sac with crescentic billowing at the distal aorta up to 2 mm. Subsequent duplex surveillance at 6-month intervals revealed stable aortic aneurysmal sac without evidence of endoleak. Two (2) years post-op, the patient presented emergently with suprapubic and lower back pain. The cta completed showed unchanged aaa with an increase in the crescentic billowing between the metal struts circumferentially up to 15 mm with intact aaa wall. After three (3) days, the patient developed a sudden onset of suprapubic and back pain and underwent a repeat cta, which demonstrated rapidly expanding aaa sac up to 8.1 x 6.9 cm with active extravasation within the distal aortic stent-graft indicative of a rupture where the billowing had been present. The patient underwent an emergent re-intervention where a zenith aorto-uni-iliac (aui) at the level of the rupture, followed by placement of two (2) left iliac extension limbs (cook). The right iliac limb was then occluded endovascularly with an amplatzer vascular plug ii (st. Jude medical), followed by a fem-fem bypass successfully resolving the rupture. The patient recovered well and remains under CT follow-up with reduced aneurysmal sac and no signs of endoleak or billowing.